Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise causing oversensing on the right ventricular (rv) lead was noted. No further intervention was performed at this time and the lead will continue to be monitored until explant. The patient was stable with no adverse consequences.

Event description:
The lead was explanted. The patient was stable with no adverse consequences. Additional information was requested, but was unavailable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Visual inspection revealed internal insulation abrasions in two locations, one between the shock coils breaching the right ventricular and the other on the inner coil lumens. There was no protective coating in this region of the lead. An internal insulation abrasion was also observed under the superior vena cava shock coil breaching the ring electrode cable lumen. The ring electrode cable coating was also abraded. The cause of the reported event is due to the internal insulation abrasions between the shock coils with abraded inner coil and the right ventricular lumens, and under the superior vena cava shock coils with abraded ring electrode cable coating.